Event description:
It was reported that during an unk procedure, the battery stopped working during the activation and while the staplers were deployed. Finished with same like instrument to complete the procedure successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 9/5/2024. D4: batch # a9e29p. An analysis of the product could not be performed since a physical sample was not received for evaluation. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.